Event description:
The manufacturer received information alleging a "battery depleted" alarm condition occurred on a ventilator . There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator displayed a "battery depleted" alarm. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.